Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the ER with chest pain. Review of the x-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. There was no adverse event.